Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during dwell 4 of 5. The patient could not clear the alarm and found fluid had leaked under the cycler to the floor. He was advised to discontinue treatment. When the cassette was checked there was no apparent leak. The source of the leak could not be determined. He was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient reported that he did not have any complications.